Event description:
It was reported the patient is experiencing loss of stimulation and the scs lead has high impedance values. Subsequently, surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.